Event description:
It was reported prior to using bd vacutainer® k2e 10.8mg plus blood collection tubes, 1 tube was missing a label and 3 tubes were missing a lid. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 3 samples and 1 photo for investigation. The indicated failure modes of missing label and missing stoppers were observed in the evidence provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: improper assembly and incorrect/missing label information. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.